Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. During a follow-up call conducted by the clinical customer advocacy team on (B)(6) 2025, the patient reported that for four days, the receiver consistently displayed glucose readings 40¿50 mg/dl higher than her actual blood glucose (bg) after placing the wearable on her arm. She had been dosing insulin based on the estimated glucose value (egv) readings, which led to overdosing. According to the patient, her husband stated that she "went into a coma three times in one day." She was transported to the emergency department (ed) and treated with IV fluids for 12 hours before being discharged. At one point, her bg was reportedly 100 mg/dl. The patient was stable and reported feeling fine during the follow-up call. No data was provided for evaluation. The allegation and probable cause could not be determined. It has been reported that there was a difference in readings of 40 - 50 points. There were no reported glucose values available to search within the parkes error grid calculator was taken at home. There was not a complete set of reported glucose values available to search within the parkes error grid calculator was taken at an unspecified time bg was reportedly 100 mg/dl. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and coma.